Manufacturer narrative:
Date of event should have been (B)(6) 2015 rather than blank, explant date; should have been (B)(6) 2015 rather than blank, return should have been (B)(6) 2015 rather than (B)(6) 2015.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 2.7 cm to 3.8 cm form the distal tip. The damage found likely contributed to the reported capture anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited intermittent capture. The lead was explanted and replaced. No additional information was available. No patient symptoms were reported.